Event description:
Saddle prosthesis as well as the set screws of the base element have failed in conjunction with the stem that was in place. Note: this is not a new event. The manufacturer notified FDA under MDR # 3004371426-2016-001.